Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported incomplete coaptation (slda) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment and intervention. It was reported that a patient with grade 4 functional mitral regurgitation (mr) with a small amount of calcium on the anterior leaflet (not in grasping area) underwent a mitraclip procedure. The first clip (cds0702-ntw 30414r1114) was implanted with an mr reduction from grade 4 to grade 1-2. Leaflet insertion assessment was performed per instructions for use (IFU). After clip deployment, mr was observed medially to the implanted clip and it was decided to add an additional clip medially to the first for mr reduction. The second clip was prepared per IFU and while inserting the clip into the left ventricle (lv), the 1st clip detached from the posterior leaflet. There was no contact observed between the two clips on fluoroscopy or transesophageal echocardiography (tee). The second clip was implanted successfully and an additional clip was implanted laterally to the slda clip. At the end of the procedure, the mr was reduced to grade 1-2. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.